Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had a charge time >20 seconds and the daily measurements were missing. The device was included in the mid life display of replacement indicators advisory population. A boston scientific technical services (ts) consultant discussed that because an automatic capacitor reform (acr) was performed no daily measurement was done. Another acr will be performed tomorrow and ts recommended that the patient send another transmission to latitude following that acr to verify battery status. No adverse patient effects were reported. Additional information was received that this device was recently explanted due to battery depletion. No further information about the battery anomaly could be obtained. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the device remains in service. The representative was contacted but was unable to provide additional detail. If additional information becomes available the pi will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. It was determined that the device did meet longevity per labeling. A visual inspection of the device header and case noted no anomalies. A review of device memory confirmed the reported long charge time; however, charge times remained below that which will trigger a battery status of eri. Extended charge times during mid-life is normal device function. The device was then subjected to a series of diagnostic tests to assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. The device passed all tests and functioned normally.